Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed two times with the error, "pump did not recognize the cassette," and then alarmed for, "service necessary, see manual." It is unknown if there was patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D9: na; date is prepopulated. The device has not been returned. H3: the device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.